Event description:
The manufacturer received information alleging a ventilator was alarming for a low oxygen flow condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A leak was observed from the oxygen supply portion of the oxygen blender manifold was observed. The device's oxygen blender manifold was replaced to address the issue.